Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient¿s right ventricular lead exhibited high impedance and inadequate capture and was explanted and replaced. The patient was stable before, during and after the procedure.